Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 280 mg/dl. It was reported that the customer received a continuous glucose monitor error 42. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.